Manufacturer narrative:
Testing procedures with prism hcv reagent lot 30232li00 could not be performed as the lot has expired. No returns were made available from the customer site. The performance of this lot was investigated by completing a review for non-conformances or deviations related to the likely cause lot. This review did not reveal any events or issues that may have impacted the performance of the lot in relation to the complaint issue. The abbott prism instrument the customer used (s/n (B)(4)) was de-installed on 01 december 2015. Review of the abbott prism analyzer, list 06a336-10, serial number (B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. All reagent lot numbers the customer could have been used before 2015-12-01 are now expired. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. The frequency of occurrence for (B)(6) results is less than (B)(6) and no further action is required. Further, an expanded investigation was initiated on 20 may 2017 to further evaluate performance of the prism hcv assay, list number 06a52. The investigation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(6).

Event description:
On december 11, 2017 abbott laboratories (B)(4) received an initial user report (no. (B)(6) sent by the national blood bank of (B)(6) regarding a potentially (B)(6) result when compared to the roche cobas analyzer, which generated a (B)(6) result. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following was provided: sample ID (B)(6) generated (B)(6) results of (B)(6) when initially tested on (B)(6) 2017 on the roche cobas analyzer. The sample was sent to the (B)(6) for confirmatory testing where a result of questionable was generated by an immunoblot methodology (ns3 2+) and (B)(6) core ag of (B)(6). No blood products were distributed from this donation and no further information was made available. During a retrospective investigation performed by (B)(6), sample (B)(6) of the affected blood donor was pulled from archived storage and retested on the roche cobas platform on (B)(6) 2017 and generated a (B)(6). This sample generated a (B)(6) result when tested with both the abbott prism hcv assay (reagent lot 30232li00) and nat system on (B)(6) 2013. Sample ID= (B)(6) was sent to (B)(6) for confirmatory testing with the following results: immunoblot questionable ns3 +/- and (B)(6) core antigen was (B)(6). Red blood cells and fresh frozen plasma were provided from the donation of (B)(6) 2013. Note: this report from (B)(6) was received post de-installation of the abbott prism analyzer. This note is being added to clarify that the data associated with this ticket is associated with the testing of archived samples. Samples that originally tested (B)(6) by the prism hcv assay were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by (B)(6) using various alternate (B)(6) methods including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(6) roche testing or (B)(6) architect testing, are being used for donor management.